Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer. Reportedly customer contacted health care provider to obtain alternate insulin therapy.